Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported, the patient was notified that their health care professional (hcp) wanted to remove their stimulator system but was thinking of keeping either the lead and extension in or just the lead and capping it off. It was noted the patient did not use the device anymore and the abdomen placement had been bothering them and they wanted it removed. It was noted the hcp wanted to remove the device one day following report. It was further reported the device was explanted. It was stated the extension was removed but the stimulator lead was left in place with a boot on the ends of the electrodes. It was further reported the patient outcome was not known.

Manufacturer narrative:
Concomitant product(s): product ID: 7495-51, serial# (B)(4) implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 3998, lot# l92880, implanted: (B)(6) 2001, product type: lead. Product ID: 3998, lot# l92880, implanted: (B)(6) 2001, product type: lead. New device code added.

Event description:
Additional information received indicated that the device failed and had been removed.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The battery was not in new condition. Device analysis for extension xr0082454n revealed no significant anomaly. The body was cut thru, product was segmented. Device analysis for extension xr0085376n revealed no significant anomaly. The body was cut thru, product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.